Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer was driving down the road, making 180 degree turn and the chair allegedly accelerated in the middle of turn which allegedly caused the unit to tip over onto his left side.